Manufacturer narrative:
The back was not broken and the tilt feature functioned as designed.

Event description:
Provider alleges consumer's sister alleges the back of the chair allegedly broke off. The consumer allegedly slid backwards out of the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer's sister alleges the back of the chair allegedly broke off. The consumer allegedly slid backwards out of the chair.